Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg pocket was revised due to pain at the ipg site, and the ipg no longer being stationary in the pocket as a result of weight loss. Surgical intervention took place on (B)(6) 2015 and resolved the patient's issue.